Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The complaint was confirmed. Pre-repair diagnostic assessment confirmed the reported issue of "could not secure cutter." The unit was repaired and returned to customer. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device could not secure the cutter. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.